Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the o2 concentration was fluctuating during patient treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The user facility performs service of their ventilators by themselves and did not request any service. It has not been communicated if any parts were replaced. The investigation of the provided ventilator logs found alarms for low o2 concentration. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. Pre-use check was successfully performed prior ventilation was started. Since no parts were returned for investigation, the root cause of the reported alarms has not been determined.

Event description:
(B)(4).